Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that when using the biometric identifier (bio ID) and moving the keyboard, the screen went black. A field service engineer reseated the bio ID universal serial bus cable and replaced the zip tie holding the cables in place, because it was too tight to resolve. The customer logged in and moved the keyboard around several times, and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the screen turned off when users went to scan fingerprint. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.